Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During the revision of the patient's rejuvenate implants, the stem extractor broke.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been 2 other events for the lot referenced. The investigation determined the root cause of the event to be overtightening of the locking knob which resulted in fracture of the attachment weld. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. This device is in scope of an nc to further investigate reported events where the extractor would not securely lock to the stem or where the locking feature was returned damaged.

Event description:
During the revision of the patient's rejuvenate implants, the stem extractor broke.